Manufacturer narrative:
Visual evaluation of the returned device found that the cutting wire was broken at the tip and the working length was twisted. The length of the exposed cutting wire was measured and found to be shorter than specification, indicating that approximately 1mm was missing. The sample presented with evidence of molten material suggesting a separation resulting from exposure to a higher temperature than the melting point of the wire material. The wire did not show evidence of a mechanical fracture. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since procedural and anatomical factors could have affected the device integrity and its performance. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a rx needle knife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the needle of the device detached and was lodged in the duodenal papilla of the patient. The detached needle was retrieved using biopsy forceps. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "well".

Event description:
It was reported to boston scientific corporation that a rx needle knife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2013.according to the complainant, during the procedure, the needle of the device detached and was lodged in the duodenal papilla of the patient. The detached needle was retrieved using biopsy forceps. The procedure was not completed due to this event.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "well".

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.